Event description:
The facility administrator (fa) at a user facility reported that a blood leak was observed approximately 10 minutes prior to the completion of the patient¿s hemodialysis (hd) treatment. The fa stated that the reported issue was identified during a blood pressure check. Blood was visually observed coming from a crack on the crit-line clip (clic) blood chamber on the larger blue plastic screw side and at the connection between the clic blood chamber and the dialyzer. The fa thought the crack on the clic blood chamber was caused by the dialyzer but was not certain. The patient¿s estimated blood loss (ebl) was approximately 20 ml. There was no patient injury or medical intervention required as a result of this event. The patient ended treatment early. The complaint devices were discarded and are not available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: d8 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. 12 lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were approved temporary deviation notices (dn) reported on two of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The facility administrator (fa) at a user facility reported that a blood leak was observed approximately 10 minutes prior to the completion of the patient¿s hemodialysis (hd) treatment. The fa stated that the reported issue was identified during a blood pressure check. Blood was visually observed coming from a crack on the the crit-line clip (clic) blood chamber on the larger blue plastic screw side and at the connection between the clic blood chamber and the dialyzer. The fa thought the crack on the clic blood chamber was caused by the dialyzer but was not certain. The patient¿s estimated blood loss (ebl) was approximately 20 ml. There was no patient injury or medical intervention required as a result of this event. The patient ended treatment early. The complaint devices were discarded and are not available to be returned to the manufacturers for physical evaluation.